Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm and bilateral iliac aneurysms. Vessel morphology was reported as there was moderate/severe tortuosity in the iliac arteries. It was reported that the patient presented emergently. The CT revealed that the right endurant limb extending up the bifurcation of endurant bifurcated stent graft was occluded. The physician elected to treat the patient with another manufacturer¿s arterial embolectomy catheter. During the intervention there was plaque floating therefore the physician implanted two iliac limbs from another manufacturer, using the kissing technique, followed by another manufacturer¿s 10x60 bare metal stent in the right eia. It was reported that two days later, the patient had another emergency procedure performed for occlusion in the left side. Another manufacturer¿s arterial embolectomy catheter was used again. Because floating plaque was observed just like the previous time, two 10x37 bare metal stents from another manufacturer was implanted using the kissing technique, above the flow divider. Another manufacturer¿s 10x60 bare metal stent was implanted into the left eia. The blood flow was restored and the occlusion was resolved. Per the physician occlusion of the right iliac limb occurred presumably because the distal edge of the device was placed tortuous anatomy. As for the left leg, occlusion was suspected to have occurred because the other manufacturer¿s iliac limb was kinked due to anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.